Manufacturer narrative:
Evaluation summary: review of compatibility indicates a nexgen cr flex femoral component was implanted with an incompatible nexgen anterior constrained articular surface component. No devices or photographs were received; therefore the condition of the components is unknown. Operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: it is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to knee pain.